Event description:
The teleport microcatheter was being exchanged for a viperwire advance guide wire when the tip of the teleport microcatheter fractured in the obtuse marginal (om) artery. The fracture component was unable to be retrieved. Patient status was satisfactory. Patient information: 80 years old, 260 lb. Lesion information: obtuse marginal (om) artery. Additional information cannot be obtained. A review of the clinical information for this complaint revealed that the tip of the teleport microcatheter fractured in the obtuse marginal (om) artery and unable to be retrieved. Since neither the involved device, associated clinical image/cd nor the product information was provided for evaluation, this complaint will be retained and kept track of its information in the future. Orbusneich medical manufacturing processes include extensive testing and inspections to ensure each product meets all material, assembly, and performance specifications prior to release. After the analysis of above information, the complaint type is determined as tip damage. There is no systemic trend identified with regards to this type of event. Based on limited information, the root cause of the complaint could not be determined. This complaint has been shared with the manufacturing and engineering teams. We will keep the complaint on file for future statistical analysis and monitoring. No corrective action is required this time. There is no evidence of a product malfunction, inadequacy in the IFU, or a manufacturing defect. The complaint and analysis will be included in the complaint data reviewed and monitored for this product.

Manufacturer narrative:
This adverse event was reported in esg test system on (B)(6) 2023 (MFR report #: 3003775186-2023-01167). Since we realize it is not correct to report it in the test system, we now take the corrective action to submit this report in the production system. This adverse event is an individual case and per our investigation, it is concluded that there is no evidence of a product malfunction, inadequacy in the IFU, or a manufacturing defect regarding this event. We have taken corrective and preventive actions in our company to correct the wrong reporting issue and prevent this issue from re-occurring in the future.